Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. No blood was visible inside the iab catheter. The extender and pressure tubing were also returned. A kink was observed on the catheter tubing approximately 43.9cm from iab tip. A second kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The reported leak cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024. On (B)(6) 2024 at 8:30am, the customer found blood leaking from the end of the catheter. The central cavity of the catheter ruptured and it was removed immediately. There were fluctuations in patient's life signs. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).